Manufacturer narrative:
Concomitant device optetrak hf femoral component (cat# 244-02-03 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported the primary surgery was performed by another surgeon and hospital. This patient knee indicated a hyper extension and dislocation of patella so that he decide to perform revision surgery. The surgeon confirms the patient¿s condition is stable after revision surgery. There was no surgical delays and the patient was last known to be in stable condition following the event.

Manufacturer narrative:
After further review of additional information received the following sections b5, d9, g3, g7, h2, h3 and h6 have been updated accordingly. Section b5: additional information received indicates that x-rays provided were all taken on the same date. The surgeon stated that hyper extension, and some loosening of mcl, (medial collateral ligament were observed. There was no navigation used during the primary surgery in 2017. (H3) the evaluation noted that revision reported was likely the result of the anterior tibial slope and extreme joint instability, which led to wear of the ps post and articular surfaces of the tibial insert, as well as dislocation of the patella. The most probable root cause associated with the reported event is associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device